Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition of less than two seconds. The device was reprogrammed. Then a lead safety switch was triggered due to pacing impedance measurements of greater than 2000 ohms. Isometrics were performed which reproduced the noise in unipolar configuration. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.